Event description:
An endurant stent graft system was implanted in a patient for the treatment of an 11.6 cm diameter abdominal aortic aneurysm. The aortic neck was 24, 25 and 29 mm in diameter from proximal to distal. The right iliac artery measured 20, 16, 32, 29, 27 and 23 mm in diameter from proximal to distal and 3.6 cm in length and was described as tortuous. The left iliac artery was aneurysmal measuring 7.4 cm in diameter and 8.8 cm in length. It was reported that approximately 28 months post implant the patient presented with abdominal pain and the decision was made to perform a CT scan which showed there was limb disunion on the right iliac limb. The contralateral limb had separated from the contralateral limb extensions which were deployed overlapping each other. The reason the two stent grafts were implanted overlapped is unknown; however, they were still overlapped and separated from the contralateral limb stent graft and there was a type iii junction endoleak present. The limb disunion was due to angulation of the right iliac artery. The area of disunion was relined with endurant 16x28x156 and a 28x28x82 iliac stent grafts and successfully resolved the type iii endoleak. No clinical sequelae were reported and the patient is fine. Review of returned films 2+ years post-implant showed that the bifurcate was just below the renals. The 28mm cuffs had separated from the contralateral limb within the 12cm aaa sac, and a type iii endoleak was visible. The ipsilateral/left limb was extended into the left external excluding the 7cm left common iliac artery aneurysm. Thrombus was visible lining the ID of the ipsilateral limb between the flow divider and the overlapping ipsilateral limb extension. The distal right cuff extended to just proximal to the right hypogastric. The cause of the separation is unknown. Earlier follow-up images were not provided, and the amount of overlap at implant is unknown. The limb separation occurred within the unsupported area of the aaa sac. It is possible that aneurysm morphology changes leading to high limb angulation at the overlapping area may have contributed to the separation. The cause of the thrombus seen within the ipsilateral limb is unknown.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (thrombus),patient¿s condition affected effectiveness of device (thrombus formation within the stent graft). Conclusion: known inherent risk of procedure (thrombus), device failure/lack of effectiveness related to patient condition (thrombus formation within the stent graft).